Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer states: prior to use on a pt during pre-test a nurse confirmed the trach cuff would not be deflated. Customer confirmed no pt involvement.